Event description:
Procedure type: lap cholecystectomy. According to the reporter: the surgeon noted during the procedure a small spiral piece of orange plastic inside the patient after inserting the orange trocar. The surgeon removed the piece from the patient and lodged a formal complaint. The hospital has not seen this before and unfortunately did not keep any lot numbers or the sample foreign body. The case was delayed by no longer than 2 minutes maximum and the specimen was retrieved using laparoscopic graspers without any incident or problem to the patient. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 08/26/2008.